Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -saturate 3 foam swab sticks in povidone iodine. - prepare patient with 3 foam swab sticks saturated in povidone iodine." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, upon opening the tray, the swabsticks were missing. The complainant reported that new swabsticks were dropped into the sterile field and the tray was still used.